Event description:
It was reported that the patient presented remotely via merlin.net transmissions. The pulse generator exhibited far field oversensing which led to inappropriate automatic mode switching. The patient was asymptomatic due to the event. Device reprogramming was discussed.